Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated and the nose bearings contained corrosion and debris. Corrosion/debris within bearings will cause friction, which can lead to heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to corrosion of internal components within this device. The drill attachment could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field service technician, the attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.